Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During pulse testing the monitor delivered a low-energy pulse and then reset. The cause for the failure was isolated to the defibrillator pca. The root cause for the reset could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
7/8/2021: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 7/12/2018. Acknowledgements 1, 2, and 3 could not be located. Reclosing the complaint. A us distributor returned a monitor for an unrelated reason, and upon evaluation the monitor failed essential performance testing.